Event description:
It was reported that a pump failure occurred. The patient experienced withdrawal with symptoms of nausea and vomiting, due to the healthcare provider (hcp) forgetting to fill the pump. The hcp would meet the patient in the emergency room (ER) and fill the pump. The pump medications at the time of this event were not reported. However, at the time of the report, the device system was used to deliver fentanyl, bupivacaine and sufenta, and was previously used to deliver demerol, dilaudid and morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l63772, implanted: (B)(6) 1999, explanted: (B)(6) 1999, product type catheter. (B)(4).